Event description:
It was reported, on an unknown date, that a clave¿ neutral connector was found to be occluded during patient use. The following issue was reported by the customer: ¿several clave connector devices ref. 011-c3300 lot 14002215 over the last few weeks had the issue: once the syringe is connected, the drug cannot be infused, as if it were clogged.¿ there was no patient harm reported. No additional information is available at this time.

Manufacturer narrative:
No 011-c3300 product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.